Manufacturer narrative:
(B)(4). Date sent: 5/7/2024 d4: batch #456c74 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with the anvil partially detached from the washer, fully loaded with staples, washer uncut, and with drivers and knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device, the anvil was reassembled into the washer and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with an returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456c74, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cs40g lot number a9de13 and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Could you clarify if there were any consequences for the patient? There was no consequence of the patient 2. Could you clarify whether there was any change in the patient's postoperative care as a result of the event? Since they did not use the device, they did not have postoperative risks. The patient had no consequences because the damage was before using it with the patient and proceeded to use another contour

Event description:
It was reported that during an unknown surgical procedure, the device is uncovered and at the time of use it is detected that it comes disassembled.